Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23883. It was reported that the patient's lead was no longer functioning and the patient experienced ineffective stimulation. One of the leads had fractured causing high impedances on several contacts. As a result both of the patient's percutaneous leads were replaced with a single paddle lead. Therapy was restored post-operative. It is unknown which lead fractured, therefore both leads are being reported.